Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A follow-up MDR will be filed.

Event description:
Received information regarding a cartridge alarm 1 during bolus delivery. Customer's blood glucose level was not impacted.